Event description:
A (B)(4) software was described to have the following issues: there were two issues that occurred during the case but only one was responsible for the case being postponed. The two issues were: preplanned contours on the MRI image set appeared shifted in the coronal and sagittal reconstructed image sets in the contouring mode. (Contours were fine in the planning mode.) They were able to work around this problem and continue with the case. The software would crash when they typed a value into a field and then hit the tab or enter key. After the software crashed a few times, it was decided to cancel the case.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.